Manufacturer narrative:
It was reported that mesh was implanted due to genuine stress urinary incontinence, frequency, urgency and large symptomatic rectocele with concurrent cystourethroscopy, site specific posterior repair and bilateral sacrospinous ligament fixation. It was also reported that patient underwent mesh revision/removal on (B)(6) 2004 due to erosion of mesh at the posterior vaginal wall and dyspareunia. It was reported that patient underwent mesh revision/removal on (B)(6) 2006 due to vaginal pain; dyspareunia; vaginal mesh erosion; rectocele; frequency of urination, and difficulty empting bladder. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and meshes were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.